Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with trace ketones and abdominal pain associated with a battery life issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the alarm history had indicated the battery life was less than expected and this had occurred with 3 separate batteries out of at least 2 separate packs. Reportedly, there was no damage to the pump or battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.